Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the isi core for failure analysis investigation. The unit was analyzed and in logs, error 86 was located, confirming that the fault occurred in the field. The error was pointing to a power distribution board fault on the power tray. Visual inspection, no damage was observed on the exterior of the unit. The unit was returned in good condition, no issues were found related to the reported event. The unit was returned without a bezel and filter. The unit was installed in the golden system where it was programmed successfully and connected to the system normally. The unit was installed in the golden system where it functioned as expected. All nodes were present and all modules functioned normally. The system was set to run 10 power cycles, after testing, the system error logs were investigated and found error 86 pointing to the intuitive surgical core power distribution (ipd) board on the power tray. The probable root cause was attributed to an electrical failure of the ipd board.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the isi core. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using the xi system that non-recoverable error 86 occurred against the vision side cart (vsc). The caller power cycled the system, but the error returned. The intuitive technical support engineer (tse) had the customer hard power cycle the system again and the system once again faulted. The customer pulled the patient side cart (psc) away from the field and completed the procedure laparoscopically. There were no reports of patient injury. There were no reports of extra ports being added.